Event description:
A (B)(6) female pt contacted zoll customer support to report that the battery was not properly charging and would not power on her monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation, one of the battery tri cells had an output voltage of 0v. The cause for the inability to charge or power on a monitor is the lack of voltage. The root cause for the lack of voltage cannot be positively identified but is likely a defective cell. No adverse event resulted from the defective battery pack. The pat was issued a replacement battery pack.